Event description:
During the physician's attempt to deploy the stent in the left circumflex coronary artery, he observed, via fluoroscopy, that a portion of the stent was bent. He then withdrew the stent from the guide catheter but was unable to pull it through the percutaneous introducer sheath. Thus, the doctor tried to remove the sheath and stent together. The stent was withdrawn from the vessel but lodged subcutaneously. The doctor then performed a cut down procedure to remove the stent. No other intervention or pt complications were reported.